Event description:
A malfunction alarm was reported, specifically with a code labeled malf 12. There was no reported impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with this process, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappeared, and they acknowledged the guidance.